Event description:
It was reported that the high level fluoro (hlf) on the 9800 system gave no image during a case. However, the regular fluoro worked as expected. Case was completed with regular fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found voltage to the x-ray controller low. Adjusted the voltage to the x-ray controller. The system was tested and found to be working as intended and placed back into service.